Event description:
It was reported that the device had pcu keypad recall - dom 2020. There patient involvement was not harm.

Manufacturer narrative:
Correction: medical device operator, medical device other operator, initial reporter occupation, other occupation, report source, report source other, common device name, if other specify, manufacturer narrative (evaluation statement) device evaluated by bd service. H3 other text : device was not returned to manufacturing facility.

Manufacturer narrative:
The actual date of event is unknown. Device evaluated by bd service and not returned to manufacturing facility for evaluation. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode for this serialized device. A review of the device history record showed the device had a manufacture date of 27sep2019. The review was performed from the date of manufacture to the present date 06may2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that the device had pcu keypad recall - dom 2020. Patient involvement was not confirmed.